Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5: (the following phrase need to be removed, as these are non-reportable. "A damaged distal end tip, a torn bending section cover, a detached bending section, a torn charged-coupled device shrink tube"). H6: (component codes were changed to a single code: 841-imager. And remove from the medical device problem codes. The following codes (2978: material integrity problem; 4008: material split, cut or torn and 2907: detachment of device or device component)). A review of device history records and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue was identified. A definitive root cause was unable to be determined. The device was repaired by a third-party agency. Therefore, the probable cause of the "no image" reportable malfunction could not be identified. The event can be prevented, by following the instructions for, use which state: important information- please read before use: warnings and cautions: caution, turn the video system center on only, when the endoscope connector is connected to the video system center. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so, can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning, follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8: inspection of the endoscopic system: inspection of the endoscopic image: confirm, that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 5.1: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3: ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2: ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4: ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately. And withdraw the endoscope from the patient as described section 5.3: ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the bronchovideoscope had a damaged distal end tip, a torn bending section cover, a detached bending section, a torn charged-coupled device shink tube, no image, and a black screen. There were no reports of patient involvement.